Event description:
Atrial lead dislodged. Initial pacemaker placement 15 months previous. Patient arrived in emergency room on dopamine drip. During evaluation it was found that the atrial lead was not working correctly. Patient had atrial lead repositioned in a stable location through fluoroscopy. The pocket was opened. A j stylette was placed in and the set screw was retracted. Patient in stable condition after procedure.